Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a bladder procedure on (B)(6) 2010 and mesh was implanted. Approximately three months after the mesh was implanted the patient felt as if it dropped while urinating and experienced a very sharp pain. The patient began having frequent utis. The following year the patient contracted unspecified parasites and it was unknown where they had come from. Two years after that, the patient saw a gynecologist who told patient that the mesh was too entwined to be removed. The patient consulted with five to six other doctors at that time, and only one of which gave any chance at successfully removing the mesh. The patient reports that she is unable to retain adequate amounts of water and has been hospitalized twice this month for dehydration. During these hospitalizations, the patient was diagnosed with diabetes, but it is unknown which type. The patient also reports bladder pains, kidney issues, lower back pain, severe headaches, occasional difficulty breathing and speaking, and poor blood flow to fingers and toes. The patient also reports neurological episodes and that MRI and other scans have been inconclusive as to the origin of these episodes. The patient has not been prescribed any medication and has only taken over the counter pain medication to manage the discomfort and pain. Additional information has been requested.